Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery again. Troubleshooting for no delivery was performed. The customer's blood glucose level was 229 mg/dl at the time of the incident. It was verified that there were recent documented complaints regarding no delivery alarms and completed troubleshooting. The customer stated that infusion sets were being changed everyday. The customer has not tried different cannula lengths. The customer avoided scar tissues when inserting. The tubing were neither bent nor kinked. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.